Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set fell off during use on event on 15-may-2024. Infusion set has been used for 5 hours or less. Insertion area free from hair, cleaned and air-dried. The blood glucose level was high. Therefore, patient was treated with correction via mdi. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.